Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2015 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. - attachment: [original article.pdf]

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse, on an unknown date and mesh was implanted. The patient developed anatomic recurrence of prolapse at 5 months post procedure. Mesh exposure was reported with impact on the patient's quality of life. The patient was treated with topical estrogen ointment. Additional information was not provided.